Manufacturer narrative:
The device underwent a full check at the user facility according to the specified service procedure without observation. It was released for service again. Further evaluation has been made upon analysis of the log file. On the relevant day, a suction was performed at 04:01 after which a significant leakage was present for about 1 hour. Starting from 05:01, inspiration strokes are being interrupted due to "tidal volume high" and "airway pressure high" alarms. The second condition resulted in a release of breathing gas to ambient. At 05:52 "tube blocked" alarm occurs. Starting from 07:03, "apnea" alarms are posted and user actions of silencing the audible alarm are evident. There's no log file entry of a technical error which strongly indicates that the device itself is fault-free. It is evident that the device responded to a deviation as intended by generating the respective alarms. A causal connection between the suction performed and the leakage occurred afterwards is likely as for the suction, an ingress to the pt system is necessary. No details about type and technical condition of the pt system have been provided upon request, however, a contributing effect cannot be excluded. The presence of a significant leakage for several hours exceeding the ventilators' compensation capability may have lead to insufficient support of the pt with breathing gas. As explained above, the device has alarmed the impaired ventilation and, it is under responsibility and control of the user to execute an appropriate intervention.

Event description:
The pt expired during ventilation.